Event description:
It was reported that after a supply change on an ilet system, the user experienced hyperglycemia with a blood glucose value of 394 mg/dl despite no food intake and no occlusion or dosing-stopped alerts, and the user noted significant scar tissue at infusion sites; a site-only change was performed and glucose subsequently returned to range, with troubleshooting and education completed. Customer care provided support that included review of device data and user follow-up. Investigation of this case revealed that the hyperglycemia was associated with the infusion site and was resolved by replacing the site, with no device alarm indications and no device malfunction identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included resolution after the site change with no further assistance required. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with site-related issues rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.